Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, high powered microscopic visual inspection of the lead barrels noted a deformation in the rv proximal spring connector. There were no issues found with the setscrews however the position of the lead when further insertion into the lead barrel gave the impression that the set screw was the cause of underinsertion when the deformation in the spring connector was the true failure mode. The exact cause of this deformation in the spring connector is inconclusive. No further analysis was performed.

Event description:
Boston scientific received information that this pacemaker was not successfully implanted due to a stuck right ventricular (rv) setscrew preventing proper lead insertion and connection. No adverse patient effects were reported.